Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The mother reported via phone call that the customer had excessive no delivery alarms. Customer's blood glucose was unknown at the time of the call. The mother stated they have already troubleshooted and has tried several infusion sets, but the alarm persisted. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.